Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device was detached from the trocar and fell onto the ground. The product was tested prior to use. The problem was noticed during the procedure. The current patient status is stable. To correct the condition, another trocar was used to complete the procedure.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the circular and envelope seals are intact. The trocar is undamaged. The flip top was not received. The insufflation port was disengaged. Pmv performed functional testing; the device passed a leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged insufflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
Another device was used to complete the surgery.